Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer stated that they were in a big crowd while they were in mexico and the purse close to them. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces.no button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at reservoir tube window corners and reservoir tube lip.